Manufacturer narrative:
Product complaint # (B)(4). PMA/510k: this report is for an unknown - drill guides/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), the patient underwent for a surgery. During the surgery, the dhs insertion handle not sliding through centralizing sleeve. It was unknown if the surgery completed successfully. The patient outcome was unknown. This complaint involves three (3) devices. This report is for (1) unknown - drill guides. This report is 1 of 2 for (B)(4).